Event description:
Boston scientific received information that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing of noise leading to pacing inhibiton. Since the patient is pacemaker dependent, the physician opted to perform a procedure. During the procedure the chronic ra and rv leads were surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.